Event description:
On (B)(6) 2012, the patient contacted animas alleging that she has been experiencing erratic blood glucose (bg) between 40 and 350 mg/dl with symptoms. The patient did not report what specific symptoms she was experiencing. A specific date for the reported bg excursions was not reported. The patient denied medical intervention and stated, she believed the bg excursions were "her own fault". The patient stated that she was receiving occlusion alarms during bolus delivery and was priming while attached in order to deliver boluses. The patient stated that she did not know how much insulin she was delivering while priming, and she believes that this caused the reported bg excursions. The patient reported that her bg was "fine" at the time of the call to animas customer support, and denied any symptoms at that time. The user guide instructs the user to disconnect before priming, and the pump displays a visual alert on the display screen to disconnect before priming. There was no indication of a pump malfunction. This complaint is being reported because, the patient allegedly experienced bg values indicative of hypoglycemia and hyperglycemia due to incorrect use of a normal pump function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.